Event description:
It was reported that the balloon got busted. The target lesion was located in the calcified artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted that the balloon busted in the calcified position. The procedure was completed with another of same device. There were no complications reported and patient is stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.